Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received a little over a month later via the consumer reported they had notified their physician about the previously reported adverse events (night-time symptoms, worsening day-time symptoms, and burning) and had an appointment scheduled for (B)(6) 2016. They increased the programs and the day symptoms were much better. It was noted the night time symptoms were not resolved but the day-time symptoms and burning had been resolved. The patient had hoped the night symptoms would improve soon. The patient was still up 3 times a night or every 2-3 hours. The patient cut liquids [illegible] after 6 or 7 pm but was surprised they continued to get up 3-4 times. It was indicated the patient would go right back to sleep following getting up at night it was noted the burning sensation was confirmed to be a urinary tract infection (uti).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient had no history of urinary tract infection (uti) prior and since implant of the implantable neurostimulator (ins). Amplitude was increased for the night-time urinary frequency. There was no change. It was noted that the patient was receiving >50% therapeutic relief.

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. There was no trauma or fall that could be related to this issue. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. They had not changed the program but had increased stimulation from 1.5 to 1.9. Increasing stimulation had not improved the patient's night time symptoms. It was noted that the patient's symptoms had improved during the day and was going less often during the day but at night she was getting up every hour and a half to go to the bathroom. The patient was getting a 50% reduction in symptoms during the day with the exception of yesterday. They were at a grandchild's swim meet and the patient went to the bathroom 3 times in one hour. She was having a burning and thought she was showing signs of a urinary tract infection (uti) so she took some "orange pills" yesterday and today during the day she was going less frequently. The pills were over the counter. During the trial her night time symptoms were better than they were now. The night time symptoms started since implant on (B)(6) 2016 and worsening of day time symptoms occurred yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.